Event description:
A malfunction was reported on the pump, with no notable events occurring prior to it. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was provided with a replacement pump by technical support and directed to use a backup insulin pump to ensure uninterrupted insulin delivery. Technical support instructed the customer to send back the problematic pump using a pre-paid label and explained how to put it into storage mode. The customer acknowledged understanding these instructions.